Manufacturer narrative:
Qn#(B)(4). Uf number (B)(4). Returned for investigation was a 40 cc 7.5 fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Re-turned with the sample was the original packaging label that matches the returned sample. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. A bend to the central lumen was noted at approximately 2.6 cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0052 in to 0.0065 in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 1.5 cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025 in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab rupture" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "iab rupture". Additional information states that to continue therapy, another iab catheter was inserted. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "iab rupture". Additional information states that to continue therapy, another iab catheter was inserted. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Uf number (B)(4). Returned for investigation was a 40 cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Re-turned with the sample was the original packaging label that matches the returned sample. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. A bend to the central lumen was noted at approximately 2.6 cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0052 in-0.0065 in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 1.5 cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025 in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab rupture" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends. Additional information received via medwatch states "two devices: 50 cc balloon catheter insertion attempted, but hemostatic sheath folded in on itself. Replacement sheath obtained and catheter inserted. Balloon did not fully uncurl after placement and was removed a 40cc balloon catheter insertion was attempted in the same r(ight) femoral access site. After placement, the console registered high-pressure alarms and then blood was visible in the helium line. The balloon was removed from the patient. A 40 cc balloon was left in the left femoral artery without issue to support patient hemodynamics." That the iab catheter was removed and replaced into a different insertion site. Please see assocaited MDR #: 3010532612-2024-00911 & 3010532612-2024-00825.

Event description:
It was reported "iab rupture". Additional information states that to continue therapy, another iab catheter was inserted. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.